Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that nothing came from the subglottic area even though the hard plastic part where the syringe is attached is intact. When investigating the issue, it was tried to bend the tube towards the patient and when pulling on the syringe, it did not create a vacuum as expected but instead drew in air, which means it must be damaged somewhere between the hard plastic and the tubing itself, in the seam. The defect is not visible because the hard plastic has a kind of skirt, and they did not want to break it further to examine it. There was patient involvement, but no injury.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The complaint of damage/broken can be confirmed. Visual and functional testing was performed. As received, a small hairline crack was observed on the suction valve when attached to a syringe. No other physical damage or other anomalies observed. The probable cause is due to applying excessive force when connecting the syringe or suction device.